Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, two tubes had foreign matter inside, one with hair and another with fungus. Additionally, two tubes presented poor barrier separation and hemolysis after centrifugation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 18-jul-2025. Investigation summary: bd received nine photos and twelve samples for investigation. The first photo displays two tubes; one containing hair in the gel, and another tube with an unknown foreign material on the inner tube wall. The second photo depicts an unknown material on a tube's label. The remaining photos illustrate tubes with poor barrier separation and some tubes with hemolysis in the serum. Twelve customer samples underwent visual inspection for foreign materials, with two failing the inspection. Additionally, the samples were inspected for additive abnormality and gel defects. None of the samples failed for additive abnormality, but ten out of twelve samples failed for gel defects. Complaints for sample quality are under statistical control for the month of june 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: foreign matter, poor barrier separation and hemolysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, two tubes had foreign matter inside, one with hair and another with fungus. Additionally, two tubes presented poor barrier separation and hemolysis after centrifugation. No adverse impact was reported regarding the patient or user.